Event description:
It was reported that the patient experienced multiple inappropriate therapies and pain due to right ventricular (rv) lead noise. Additionally, there were episodes of oversensing of noise and a possible fracture. The rv lead had triggered a lead integrity alert (lia) for a high number of short v-v intervals, non-sustained ventricular tachycardia, and abnormal lead impedance values. The patient had external defibrillation shocks administered to restore regular rhythm. The lead was reprogrammed, and detections were turned off with the lead later being capped and the patient downgraded to an implantable pulse generator (ipg) system. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: 500dm31 mechanical valve, implanted: (B)(6) 2001 and 5068-45 lead, implanted: (B)(6) 2001. If information is provided in the future, a supplemental report will be issued.